Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) could not find any issues with the roller pumps display. There were no observations of the display flickering or where it was not readable, as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify that the display screen was flickering. The fsr removed and replaced the roller pump display screen. The roller pump operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display had multiple occurrences of flickering and not readable. The perfusionist rebooted the pump and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.